Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib disabled", "defib fault 72", and "defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. The device was put through extensive testing and the reported malfunction could not be duplicated. The pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.